Manufacturer narrative:
Analysis was completed. No device problem found.

Event description:
Related manufacturer reference number: 2017865-2021-16869, 2017865-2021-16873, 2017865-2021-16874. It was reported the patient had passed away. No cause of death was provided. Last remote transmission showed no abnormalities with the system. There was no allegation the system had any role in the patient's death.